Event description:
Information received that all casters swivel around when in brake mode. No injury reported.

Manufacturer narrative:
Bed located in storage, out of service. Technician found all casters would swivel when in brake mode. Cause: defective casters. Replaced all casters to resolve this issue.